Event description:
A report was received that a patient coded in the operating room during an implant procedure. The patient was revived and the implantation procedure continued. The physician stated that the reason the patient coded was because she had received too much medication too quickly. The patient is reportedly doing well.

Manufacturer narrative:
The devices remain implanted in the patient. This is the final report.